Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose was 20 mmol/l at the time of incident and current blood glucose was 14.5 mmol/l. The customer was treated with the insulin pump. The customer alleges pump was under delivering. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The high pressure test was performed and passed. The insulin pump will not be returned for analysis.